Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, total delamination on the plug strap disk shell and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap bond edge and total delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one sharp opening on the plug strap bond edge due to an unidentified (tear) opening and total delamination on the plug strap disk shell (adhesive failure). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture," baker grade unknown and "patient's concern with the product." Device has been explanted.